Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the "j" stiffener wire is fractured at the weld site. The proximal section of the "j" stiffener wire measures approx. 87mm and has migrated down the lead body approx. 2mm proximal of the weld site. It appears that the entire "j" stiffener wire was received with all recorded measurements adding up to approx. 87mm.